Event description:
Customer reportedly received results of 232 mg/dl and 121 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
Device #3 issue: suture break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of a heavily calcified right common femoral artery after an interventional procedure. Reportedly, "the sutures were completely rolled up and when they tried to remove them and they always broke." A second and third prostar xl device were used with the same results. A non-abbott arteriotomy closure device was used to achieve hemostasis. There were no reported patient adverse effects. Though requested, no additional information was provided.